Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic revision bypass, when stapling the stomach, the knife of the device was unable to cut the stomach and no staple line was formed. To resolve the issue, the surgeon opened a manual stapler. There was no patient injury.